Manufacturer narrative:
A direct correlation between heartmate 3 lvas, and the reported gi bleed and syncopal event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists bleeding and other neurological event (not stroke-related) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate 3 lvas IFU, document (B)(4), rev. A. Is currently available. Section 1 of this document lists bleeding and other neurological event (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced dizziness and lost consciousness. The patient awoke on the floor with loss of urinary and fecal control. Bright red blood was present in the rectal area. It is unclear how long the patient was unconscious. CT scan showed no visualized hematoma, ascites and effusion. The source of bleeding was not confirmed and is unknown. A colonoscopy was preformed on (B)(6) 2019 and was unremarkable. A egd noted an anastomotic ulcer oozing and was clipped. No further information was reported